Event description:
It was reported that on (B)(6) 2011, the patient had an acl procedure done. About 18 months post-op, she complained of pain at insertion site when she ran, jumped or tried to work out. A revision was performed on (B)(6) 2013 to relieve the pain of swelling and fluid build- up in this area (cyst). A removal of the screw and flushing of area was performed. No culture was taken. No new implants were inserted. Bone graft was inserted into the debrided hole. The acl graft held and looks great.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Returned explanted material was soft, white and yellow in color. It has biodegraded to the point that it cannot be evaluated. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.